Event description:
The international customer reported the ventilator alarmed with vent inop due to an air valve lifeoff failure. The customer reported there was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4).